Event description:
(B)(4). (B)(6) covered my essure. I've had extremely heavy bleeding, loss of sex drive, painful intercourse, hair loss, mood swings, weight gain, bad skin, constant left pelvic pain.